Event description:
An (B)(6) male patient's family called in to zoll lifecor customer support to report that the patient was treated, but now they cannot get the system to come back on. The family stated that the monitor screen was "pulsing." The pt was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device manufacture date: monitor sn (B)(4) : (B)(6) 2008. Electrode belt sn: (B)(4) : (B)(6) 2006. Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the electrode belt was found to have burn components on the distribution node board indicative of high voltage damage. Upon further investigation, the electrical relay and resistors r1 and r2 located within the distribution node were burnt. The brown wire between the distribution node and the 2-wire therapy pad was also damaged. The root cause of the high voltage damage has not yet been positively identified. Monitor sn (B)(4) is still under investigation. The cause of the high voltage damage is still under investigation. A data download of the event cannot be performed due to the damage to the monitor's computer/analog board pca. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the damaged components. The patient received a replacement electrode belt and monitor.